Manufacturer narrative:
No pump error 81 or pump error 82 noted during testing. Device passed occlusion test, force sensor test, basic occlusion test, prime or seating test, rewind test and displacement test. During visual inspection, found motor, force sensor and electronic stack moisture damage.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarms at multiple times. The no harm requiring medical intervention was reported. The device will be returned for analysis.